Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer encountered the issue during the load process but was unable to successfully load a new cartridge as the alarm recurred. Technical support assisted with the loading technique and decided to replace the pump. However, the customer declined an out-of-warranty loaner pump because they already had a new pump and planned to set it up, requiring no further action.